Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads (from the same lot) implanted as part of her scs system. It was reported, the patient experienced ineffective stimulation. Multiple reprogramming attempts were unable to resolve the issue. The patient reported good stimulation in her feet, but it irritated her back. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her scs was explanted.